Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11275r25, implanted: (B)(6) 2003, product type catheter.

Event description:
It was reported that during an initial refill, the healthcare provider (hcp) observed the aspirated medication from the reservoir port to be "yellow, milky substance" and it was noted to be turbid, "cloudy." The initial pump refill was thought to be back in (B)(6) 2011. The hcp kept the liquid for a culture, however, analysis was never done. The hcp speculated that the turbidity was due to the interaction of the lidocaine used to numb the site, which "maybe inadvertently ... Mixed with the medications." No signs or symptoms were reported related to this event. It was later reported in (B)(6) 2012, that the hcp removed the substance from the pump and flushed the reservoir with saline x3. The managing physician determined that the fluid was not infectious and did not perform a culture. It was then reported that two or three days after the incident, the patient went to see the follow-up physician and the medication was removed, flushed, and refilled again. The patient asymptomatic and was reported as "receiving effective therapy at that point." Drugs: fentanyl (2000 mcg/ml, 299.8 mcg/day), bupivacaine (40 mg/ml, 5.996 mcg/day).